Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that cause was unknown as well as if the issue has resolved. Patient is currently pending insurance approval for replacement surgery. Weight was asked and unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s stimulation was not working as well. It was reported that there were out of range impedances on the octal lead. It was noted that the patient has had multiple falls. The patient plans to have the system explanted and replaced. No further complications are anticipated.